Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during an esophageal stenting procedure on (B)(6) 2011. According to the complainant, the patient had a stricture within the mid-esophagus due to esophageal cancer. The stricture was approximately 12cm in length. The anatomy was not noted to be tortuous; however, the stricture was dilated to "12" with a savary-gilliard dilator. The medication used during the procedure was midazolam IV. During the procedure, the physician began deployment of the stent. However, when the stent was partially deployed, the deployment suture thread broke. The partially deployed stent was removed from the patient. No other visible issues were noted to the stent system. The procedure was aborted due to this event. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device component (B)(4) relates to the device problem (B)(4) for the reported event of deployment suture broke. The device component (B)(4) relates to the device problem (B)(4) for the reported event of stent deployment issue (partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.